Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7310931; medical device expiration date: 2020-10-31; device manufacture date: 2017-11-07; medical device lot #: 6197742; medical device expiration date: 2019-06-30; device manufacture date: 2016-07-15. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter with wings the catheter packages often peel apart. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: catheter packages often peel apart.

Manufacturer narrative:
H.6. Investigation: during DHR review for each lot number the following applies to both. One non-related quality notification was initiated during production; disposition, root cause and corrective actions were applied as per control plan all other challenge, set up and in process testing was performed specifications. Received 2 iag 18ga packages of which one was from lot 7310931 and another from lot 6197742. All contents within the packages were intact. The product characteristics require a minimum of 1/8¿ seal width with adhesive transfer from the top web paper to the bottom web film. This characteristic was met. The key variables that affect the packaging seal are seal transfer/width and top web adhesive presence. Both of these variables were included in the investigation. Bd supplier oliver-tolas (ot) 29lp uses a standard reinforced paper that is common to many other suppliers, but the adhesive type and application is specific to oliver-tolas. There is sufficient evidence to demonstrate the ot material or adhesive application is the root cause. Due to continuous issues with ot, bd is moving to an alternate supplier for the top web material. CAPA#48637 was initiated.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter with wings the catheter packages often peel apart. Foreign complaint the following information was provided by the initial reporter, translated from french to english: catheter packages often peel apart.